Manufacturer narrative:
The catalog number identified in report has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, 8f products are identified herein. As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Device pending return.

Event description:
It was reported that one year and twenty-one days post port placement, the catheter was allegedly found to be broken and the distal catheter segment migrated into the ventricle. It was further reported that the distal segment will be removed from the patient. The current status of the patient is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, 8f products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one x-port isp MRI implantable port attached to a groshong catheter were returned for evaluation. Functional, gross visual, tactile, and microscopic visual evaluations were performed. The investigation is confirmed for the reported fracture, material separation and identified dent issue as a complete circumferential break was noted on the distal end of the catheter attached that was elliptical in shape. The surface was noted to be granular with residue throughout. However, the investigation is inconclusive for the reported migration, fluid leak and suction issue, as the exact circumstances at the time of the reported event cannot be verified, and the reported event could not be reproduced in the lab. The characteristics of the break are indicative of pinch-off. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that seven months and ten days post port placement procedure via the subclavian vein for chemotherapy, the blood return could not be confirmed during using the port system for chemotherapy. It was further reported that subcutaneous leak of the anticancer agent occurred. Furthermore, an x-ray examination revealed that the catheter was broken and the distal catheter segment migrated into the ventricle. The patient felt discomfort and pain, and swelling due to subcutaneous leak of the anticancer agent. Reportedly, the port body and the distal catheter segment was removed from the patient and another device was placed. The current status of the patient is unknown.